Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving and unknown drug via an implantable pump for intractable spasticity and head/brain injury. The patient was scheduled to have her baclofen pump replaced for normal eol (end of life) on the week of (B)(6). The company representative contacted her managing clinic on april 12 to see when patient was last refilled, so they would know to order drug or just transfer and was told that the patient hadn¿t had a refill since last (B)(6). Although she had enough drug to last the year, she should have come in for refill in (B)(6), the clinic had overlooked this according to the printout that the company representative got on 12 april, her low reservoir alarm should have gone off on (B)(6). The company representative informed the office, and also called the patients mother and told her, she went to the clinic on (B)(6) and had the pump refilled, she reported to them that she did hear the alarm, but patient had no symptoms. The event did not result in any impact to the patient, the event was caused by oversight by the office and the family thought they were good for a year. The patient weight at the time of the event was unknown. Refill issue. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.